Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence (sui), cystocele, rectocele and implanted with an advantage fit transvaginal mid-urethra sling device on (B)(6) 2010. As reported by the patient's attorney, on (B)(6) 2012, the patient was implanted with an additional sling (solyx) due to a diagnosis of stress urinary incontinence (sui), urgency and frequency syndrome. Boston scientific has been unable to obtain additional information regarding the event to date.